Event description:
The problem is that the priming clip breaks on the device during set up. The MFR was made aware of another case with the same problem and has sent a letter noting they are investigating the problem. No pts have been involved with any adverse outcome.